Event description:
It was reported that the pt was admitted to the hospital in 2008, due to intermittent baclofen withdrawal. The pt was administered a bolus and the unspecified symptoms subsided. The symptoms then returned after 24 hours. The pt was readmitted to the hospital two days later. The pt underwent pump replacement on the same day, as it was "not infusing". Final patient outcome was not reported. Drug concentration and daily dose were not reported.

Manufacturer narrative:
Analysis result were not available at the time of this report. A follow-up report will be sent when analysis is completed.